Event description:
A review of service data has detected a reportable event. A charger power cord, lot number 08092011, was returned to zoll and was unable to power up a test charger.

Manufacturer narrative:
Device eval summary: during the returned process, a power supply with lot number 08092011, was separated from an unk charger/modem. Upon eval, the power cord was unable to power up a test charger. The cause for the inability to power up a test charger was a defective power brick. The root cause for the defective power brick cannot be positively determined. No adverse event resulted from the defective power supply unit.